Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6). Batch: 14694555.

Event description:
It was reported that the patients ipg had flipped which caused the patient difficulty charging the ipg. It was also noted that the patients leads migrated which caused inadequate pain relief. Multiple charging and education attempts were made but were unsuccessful. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively. The explanted devices will not be returned.